Manufacturer narrative:
(B)(4). Date sent: 1/11/2016. (B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining four clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: how many clips were placed? Were there any clips from the first device that remained in patient on structure? Were the scissored clips from the first device removed or did they remain? On second device; were the clips checked? If so, were they formed properly? What is the current patient status.

Event description:
It was reported that during a laparoscopic chole procedure the device was double feeding and scissoring clips. A second device was pulled and the procedure was completed with no patient consequence. One day post-op a leak was detected. The patient is being scheduled for a ercp x-ray and is currently being monitored.